Event description:
It was reported that loss of capture was noted on the right ventricular (rv) lead. A revision procedure was performed, however, the rv lead was unable to be moved. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.